Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to a detected high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects occurred, and this device remains in service. Additional information was received indicating that this pacemaker was explanted and replaced. No additional adverse patient effects were reported, and this device has been returned to boston scientific for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to a detected high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects occurred, and this device remains in service.